Manufacturer narrative:
Additional information: based on the received information from the field, a partial migration of the active electrode out of cochlea could be confirmed by diagnostic imaging. In addition an incomplete insertion was reported at the time of implantation and several channels show high impedance due to undetermined reasons, which might have contributed to the reported lack of information. Re-implantation is considered.

Event description:
In situ measurement show affected channels. The recipient did not clearly report if the hearing perception was affected or not, due to her limited language abilities. No accident or trauma has been reported. No recent changes in health or medication have been reported. The recipient is doing well on the contralateral side and she developed language skills. Re-implantation is anticipated for (B)(6) 2021; however no exact date has been confirmed.

Event description:
In situ measurement showed affected channels. The recipient did not clearly report if the hearing perception was affected or not, due to her limited language abilities. The recipient was doing well on the contralateral side and she developed language skills. The reimplantation was performed on (B)(6) 2021.

Manufacturer narrative:
Conclusion: based on the received information from the field, a partial migration of the active electrode out of cochlea could be confirmed by diagnostic imaging. In addition an incomplete insertion was reported at the time of implantation. Low number of channels (2-3) showed also high impedance. However, during investigation the exact location of damage could not be determined due to the device's received condition. Other mechanical damages found are attributable to the removal surgery. This is a final report.

Manufacturer narrative:
Additional information: based on the received information from the field, a partial migration of the active electrode out of cochlea could be confirmed by diagnostic imaging. In addition an incomplete insertion was reported at the time of implantation and several channels show high impedance due to undetermined reasons, which might have contributed to the reported lack of information. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ measurement show affected channels. The recipient did not clearly report if the hearing perception was affected or not, due to her limited language abilities. No accident or trauma has been reported. No recent changes in health or medication have been reported. The recipient is doing well on the contra-lateral side and she developed language skills. A re-implantation surgery was scheduled for (B)(6) 2021 however, per information received on may 31, 2021 the surgery was cancelled, no new date for surgery has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Last in situ measurements are indicative of a possible device malfunction.